Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) female pt was treated while in a rehabilitation facility. The lifevest delivered an inappropriate treatment at 05/:36:30 during atrial fibrillation with a rapid ventricular response (163 bpm). The rapid atrial fibrillation contributed to the false detection. The response buttons were not used during the event. The pt was taken to the hospital and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device mfg date: monitor: 06/01/2016 - reuse. Electrode belt: 10/01/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6).